Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a bile passage stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician advanced the device to the target lesion and withdrew the guide catheter to deploy the stent. The guide catheter could not be withdrawn any further and the guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. The procedure was completed with another flexima¿ biliary stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The event of guide catheter break was originally going to be submitted as part of the asr process. However, the investigation results revealed an additional non ¿asr failure. Therefore, this event will be reported using a medwatch report.

Manufacturer narrative:
(B)(4) stent kinked. (B)(4) guide catheter broken. A visual evaluation was performed and found that the stent was loaded on the guide catheter when received. The stent was kinked at the base of the proximal barb. The guide catheter was broken. The guide catheter was also kinked/bent in several locations and was stretched where it was broken. The proximal section of the detached guide catheter was not returned. The push catheter was bent and buckled. The suture and suture hole were normal. A functional evaluation for stent deployment was not performed due to the condition of the returned device. The evaluation concluded that most likely procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in stent and catheters. With the stent and the catheters bound by kinks and bends, device it would become difficult to deploy the stent. Efforts to deploy the stent could stretch the guide catheter and ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.